Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, when tried to login to the station. It kept loading and hard to access it because of slowness. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, when tried to login to the station. It kept loading and hard to access it because of slowness. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to log into their stations. A technical support specialist (tss) found that neither the server nor the stations could be accessed through rss, as the domain was not resolving. The tss verified the remote smart service (rss) event logs and found an error. This indicated a likely domain name system (dns) resolution failure within the customer's network. Tss applied knowledge article ¿medes & pases - customer network outage causes extended login delays¿ by instructing the user to disconnect the network cable from the station, forcing it into offline authentication mode. This allowed the user to log in without the application becoming unresponsive. Once logged in, the network cable was reconnected which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.